Manufacturer narrative:
Ge healthcare's investigation is complete. It was reported that during a hybrid nm scan a system error occurred as the patient was transitioning to the CT phase of the scan. The operator started resetting the system while the patient remained on table. During this time, the patient became agitated and thrashed which resulted in their av graft dislodging. The patient was admitted to the pacu to stop the bleeding and repair the av-graft. Review of this event has concluded that given the current design mitigations, the injury described in this complaint is not a reasonably anticipated outcome. The typical result of a hung system that requires a reset/reboot is a scan abort, which is considered minor due to exposure to diagnostic radiation during a patient rescan. As an outlier event, a recurrence given these conditions is unanticipated. No further actions are required.

Manufacturer narrative:
D4 - no UDI available as device was manufactured prior to UDI compliance date legal manufacturer: (B)(4). Ge healthcare's investigation is ongoing. A follow up report will be submitted when the investigation has been completed.

Event description:
It was reported that during a scan, a patient thrashed such that their dialysis arterial graft tore open and the patient bled inside the system. The patient received medical treatment for hemorrhaging.